Event description:
The customer reported a cartridge alarm 20 during the loading process. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem technical support educated the customer on the proper loading technique and assisted in attempting to load a new cartridge, but the alarm recurred. Consequently, the customer was provided with a replacement pump and advised on how to return the malfunctioning pump. The customer acknowledged the instructions and opted for multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.